Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient's stimulator was no longer working. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient had difficulty charging the ipg. The patient underwent an ipg replacement procedure. It was noted that the physician wanted the patient to have more efficient charging battery. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient's stimulator was no longer working. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient's stimulator was no longer working. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Sc-1110-02 (B)(4) device evaluation indicated that the ipg passed all test performed.

Event description:
A report was received that the patient's stimulator was no longer working. The patient will undergo an ipg replacement procedure.